Event description:
It was reported that the user experienced an insulin occlusion alert associated with the infusion system and subsequent hyperglycemia, with a highest recorded blood glucose of 330 mg/dl, after a prior cartridge insertion error and reinsertion. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention, with glucose trending down after supply and infusion set change. Investigation included guided troubleshooting and education, inspection for leaks, kinks, or damage, and a full supply and infusion set replacement with successful reconnection and resumption of insulin delivery. Investigation of this case revealed that the cause of the hyperglycemia was unclear despite resolution after set and cartridge replacement. It was concluded that the event involved an occlusion alert with hyperglycemia of unclear cause, resolved following corrective actions and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.